Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed any add'l info will be reported in a supplemental report.

Event description:
Surgeon from timisoara county hosp reported to sales rep that he explanted a broken femoral nails implanted in 2009 (B)(6) for femoral shaft fracture. It is further reported that the broken implant was replaced with another femoral nail s2. It is further reported that "late consolidation of fracture" was considered the cause of the event.